Manufacturer narrative:
Returned device was received with the housing cracked. Evidence of reported problem in event log was found. During the evaluation of the device the motor was activated and the device went into error 1871 and battery depleted. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code 1871. No adverse effects were reported.